Manufacturer narrative:
No device malfunction was reported.

Event description:
On (B)(6) 2025, an 83-year-old male with hepatocellular carcinoma was treated with histotripsy to liver lesions located in segment 3 and segment 4b for a total planned treatment volume (ptv) of 46.7 cc. The patient was given heparin prior to histotripsy. During post-histotripsy imaging, a pseudo-aneurysm in segment 4b was identified. There was no active bleeding, but the treating physician decided to prophylactically embolize the pseudo-aneurysm on (B)(6). Follow up imaging on (B)(6) shows no bleed and no signs of any residual disease. There was also a small biloma with an elevation in bilirubin that persisted but is slowly improving. No device malfunctions or other noteworthy events occurred during the case.